Manufacturer narrative:
(B)(4). The rns neurostimulators and leads remain implanted and programmed for use.

Event description:
On (B)(6) 2025, the patient presented to the (B)(6) emergency room with nausea, vomiting, and a decreased level of consciousness. A CT scan was performed and showed a large left frontal hematoma in the area of the left thalamus (cm) depth lead. Surgical evacuation of the hematoma was performed. The left neurostimulator was removed to visualize and treat the blood clot on the surface. The neurostimulator was then replaced. There was no report of a fall or trauma. The post-op CT scan showed full evacuation of the hematoma. The patient is no longer hospitalized and the hematoma is now resolved.